Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv lead was explanted due to loss of capture and the ra lead was explanted due to dislodgement and elevated thresholds. They were not replaced at that time. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.